Event description:
Event description guidant received information that this left ventricular pacing lead dislodged two days post implant. Upon trying to reposition the lead, the lead would not flush with heparin saline. The lead was subsequently explanted and a new left ventricular pacing lead was successfully implanted.